Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of investigation was sent to the reporter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral catalog#: ni lot#: ni; biomet cc I-beam tray 75mm catalog#: 141224 lot#: j2844921; unknown patella catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right knee revision poly-swap due to pain. Attempts have been made and no further information has been provided.

Event description:
It was reported that patient underwent a knee revision poly-swap approximately eight years post-implantation due to pain and instability.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture found signs of being implanted and damage from removal. The device was not returned for further evaluation. A root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.